Event description:
Paramedic reported patient was shocked while going through security gast at "(B)(6) " store. Paramedic attempted to turn off patient's stimulator with synergy ez patient programmer. After the device was off, the patient was assisted outside. Manufacturer recommended the patient follow up with hcp, leaving the device off until then. Patient was implanted 1 week prior to event. No report of device explanation. A follow up report will be sent when additional information is received.